Event description:
Caller reported an issue where they did not observe insulin drops at the end of the tubing during the fill tubing step and experienced resistance while filling the cartridge. There was no adverse impact to the customer's blood glucose level. The customer resolved the issue by changing the infusion set and cartridge, and technical support agreed to send a two-pack cartridge replacement, as the customer already had extra infusion sets.